Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in set), which occurred on the homechoice during dwell 3 of 4. The home patient (hp) disconnected and discarded the supplies. The baxter technical service representative (tsr) explained the possible causes of the alarm and instructed the hp to notify the nurse about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Customer reported that on (B) (6) 2010 he noticed the calibrator bar for his precision xtra blood glucose meter had a different lot number (lot no: 45095) then the test strips (lot no: 45096) and the box the test strips came in (lot no: 45096). He further reported that because the meter wasn't calibrated correctly, such that the result he obtained was "high" (no actual blood glucose results were provided), he self-administered an unknown amount of insulin and subsequently experienced tremulousness, confusion and a loss of consciousness. No third-party emergent medical intervention was required. However, customer self-presented to a local healthcare facility where he was diagnosed with hypoglycemia and treated with two glucose tablets. He additionally self-treated by eating pizza. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported to baxter (B)(4) that the y-site of an anti-reflec y-set that of the is cracking, causing the set to leak. The process was during use on patient, but there was no report of patient injury or medical intervention. No additional information is available. This is report 1 of 12 of the same reported problem from this facility.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should also be noted: an attempt was made to contact the customer to obtain additional information regarding this medical event. However, the person who answered the phone requested no further contact from customer service.

Manufacturer narrative:
As product was not returned. A design history review was performed for strip lot 45096. The review indicated the test strip lot was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.